Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: the physician used a silverhawk to cross a lesion. It is reported that the physician reported difficulty retrieving the nosecone through the sheath. On removal it was observed that the guidewire was broken inside the nosecone. Device evaluation: the silverhawk device was received for evaluation without any other ancillary devices or cine images from the procedure the silverhawk distal tip assembly exhibited a longitudinal tear in the proximal 6mm of the guidewire lumen. The guidewire exhibited a fracture at the proximal edge of the junction between the ptfe coated nitinol core and the laser-etched hypotube jacketed/ nitinol core distal section 37cm from the distal edge. The distal fracture face exhibited material deformation. There was an additional kink on the proximal section of core wire approximately 7mm from the fracture face. The core wire exhibited bands of dried blood and spiral scratches proximal to the fracture.